Event description:
The customer reported that the system failed to boot up to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The surge suppressor pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.